Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that despite the pump volume being set to "high", the volume that sounded was audible but weak. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections as alternate insulin therapy.